Event description:
Boston scientific received information that this left ventricular lead displayed loss of capture and was found dislodged. As a result the lead was explanted and replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was destroyed during removal so the lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.